Event description:
It was reported that the device went into back-up vvi mode after external defib and after internal cardioversion. The device was restored in the field but reverted to back-up mode. The patient is in ICU recovering from cancer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the field experience of backup vvi mode. Analysis of the device indicated that the device was programmed out of shipped settings. It is believed that the reset was caused by the device being exposed to low temperatures after being programmed out of nominal settings. The device diagnostics could not be obtained and were cleared during the reprogramming of the device in the field.